Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (bayer). The reporter claimed obtaining blood glucose readings "2 points higher" on the subject meter compared with the other device, performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.